Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the ((B)(4)) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported complete heart block is likely related to the mechanism described above, in addition to the patient¿s pre-existing lbbb. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure, after bav and implantation of a sapien xt valve, complete av block occurred which required the implant of a permanent pacemaker on post operative day 3. The bav was performed with a 20mm tyshak balloon with nominal volume. After bav, av block (degree not reported) occurred and backup pacing was performed at rate of 70bpm. The patient¿s baseline rhythm returned before the valve implantation. A 26mm sapien xt was prepared with 3.5ml less than nominal volume. Post implantation, due to complete av block, backup pacing was performed at a rate of 80bpm. Since a paravalvular leak (pvl) remained, post dilatation with a 25mm z-med balloon was performed resulting in trivial pvl. Following rapid ventricular pacing (rvp), the patient fluctuated between complete av block and the baseline rhythm; therefore, the patient left the operating room with the temporary pacemaker left in place. A permanent pacemaker was implanted on post operative day 3. After that, the patient was doing well with a plan to be discharged the next week. The operator commented that there was a high risk of complete av block since the patient had a history of left bundle branch block (lbbb).